Event description:
A physician noted that prior to the surgery, a phacoemulsification handpiece displayed an error code, exhibited intermittent detection by the system, and also experienced heating issues. Procedure details and patient impact were not reported .

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There were no samples returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported events is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The returned sample was connected to a calibrated centurion vision system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The returned sample failed at stroke test on dtf and failed resistance and dissipation tests between low and high electrode. Disassembling the handpiece revealed damaged/twisted electrodes. Refer to the attached investigation log. On august 6, 2023 the customer reported that their centurion ozil hp generated system message (sm) 273 [handpiece fault detected], got hot and intermittently connected to the console. Based on the information available, the customer reported event of 273 cannot be confirmed or replicated. The reported event of heating up cannot be confirmed or replicated. The reported event of intermittent connection was confirmed when hp failed stroke test at dtf. Based on the information obtained, the root cause of the reported events of sm 273 and handpiece heating up is inconclusive. The root cause of the reported event intermittently detecting is attributed to damaged/ twisted electrodes. This complaint has been reviewed and based on a low occurrence rate, it is determined that no further actions are necessary at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).